Event description:
It was reported that the system was double exposing, making it hard to read the images. The issue could cause the system to become unusable due to the inability to view the live fluoroscopic image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse. The system operates as intended.